Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited forced sensor test failed. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis of "force sensor test failed." Review of service history found not relevant information. Review of event log found force sensor test. Visual and functional testing was performed. Start-up screen shows ¿force sensor test¿. Complaint was confirmed. Replaced force sensor. Device was recalibrated and passed functional testing.